Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken output connectors. It was also noted that the hanger assembly was broken, and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular ports. The epg has been returned for warranty repair. There was no patient involvement.